Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d4 (lot), d10, h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has a total hip replacement done in 2008 which requires revision as the stem broke and is also loose. Doi: 2008. Dor: (B)(4) 2023. Unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found the femoral stem fracture at the distal section of the implant. However, base on the provided evidence, the reported loosening allegation could not be confirmed without a series of x-rays to review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4) 2) date of manufacture: 02-mar-2007 3) any anomalies or deviations identified in DHR: none 4) expiry date: march 2012 5) IFU reference: 090200808 device history review: a manufacturing record evaluation was performed for the finished device [523191 / 2324955] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence was able to confirm the complaint. The femoral stem fracture a the distal portion of the plug. However, in order to confirm loosening a series of chronological x-rays is needed. No other defects were identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4) 2) date of manufacture: 02-mar-2007 3) any anomalies or deviations identified in DHR: none 4) expiry date: march 2012 5) IFU reference: 090200808 device history review: a manufacturing record evaluation was performed for the finished device [136532000 / 2324955] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence was able to confirm the complaint. The femoral stem fracture a the distal portion of the plug. However, in order to confirm loosening a series of chronological x-rays is needed. No other defects were identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.